Event description:
On (B)(6) 2019, the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. The patient¿s pre-operative medical history included a saccular distal aortic arch aneurysm and a localized thoracoabdominal aortic dissection. On (B)(6) 2022, a follow-up examination reportedly identified a type ib endoleak on the patient's right side. The cause of the endoleak was requested but not provided. On (B)(6) 2022, n-butyl cyanoacrylate (nbca) embolization of the aneurysmal sac and coil-embolization of the right internal iliac artery were performed. An additional contralateral leg component was implanted on the right side to extend into the external iliac artery. The endoleak was resolved and the patient tolerated the procedure.

Manufacturer narrative:
(B)(4). A review of the manufacturing records for the device verified that the lot met all pre-release specifications. The device remains implanted and, therefore, was not available to gore for direct analysis. It should be noted the gore® excluder® aaa endoprosthesis instructions for use (IFU) state ¿adverse events that may occur and/or require intervention include, but are not limited to, endoleak.¿ w. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.